Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The customer found the light blue fastener on the syringe of the reagent pipettor was loose and moved with the syringe operation. The field service engineer found the qc results were about twice as much as usual. He fixed the fastener on the syringe. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the tightening of the light blue fastener on the syringe of the reagent pipettor resolved the issue.